Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Pt's attorney reported: in 2000- the patient underwent a ventral hernia repair procedure with placement of a composix mesh patch. In 2007- the pt underwent an exploratory laparotomy with noted bowel perforation ("small bowel content surrounding the mesh"), infected mesh, fistula, mesh explant and bowel resection.